Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. At/af episode (#31) recorded with apparent emi noise oversensing seen on the egm for the atrial and ventricular channel.

Event description:
It was reported that the implantable pulse generator (ipg) experienced electromagnetic interference. It was also reported that the right atrial (ra) lead and right ventricular (rv) had mirror image noise consistent with silicone on silicone abrasion. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.